Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found no 319 errors on the video processor during normal start-up. The isi fse replaced the ec for customer satisfaction. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform a failure analysis. The ec-reported failure was replicated. The reported problem was confirmed by installing the unit into the test system, and it failed with error 319 at system start-up. The complaint regarding non-recoverable faults was confirmed based on the failure analysis, which indicates the device contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, a non-recoverable fault was noted. The error logs show multiple 319 errors pointing to the endoscope controller (ec). The customer also stated that they had an instrument grasping tissue. Intuitive surgical, inc. (Isi) technical service engineer (tse) recommended using the instrument release wrench to open the instrument jaws. The customer stated they were going to use another way to open the jaws. The customer then informed the tse that the system was undocked. The tse had the customer power off the system and power cycle the ec breaker. The customer powered the system back on with no errors and the system homed successfully. The surgeon decided to convert to lap surgery because of the non-recoverable fault. The procedure was converted to laparoscopic surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.